Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, it was discovered that cleaning and disinfection between inspections was insufficient. There is a possibility that an insufficiently reprocessed endoscope was used on the patient. The issue occurred at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the instruction manual for reprocessing explicitly describes that reprocessing must always be implemented after each procedure. As it was confirmed with the complaint information that the user facility has not complied with the contents mentioned above, it was determined that the event, ¿insufficient cleaning and disinfection of scope prior to each endoscopy¿, occurred due to user¿s incorrect handling. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual reprocessing manual ¿gif-xp290n and gif-hq290¿ describes that a reprocessing must always be implemented after each procedure. Olympus will continue to monitor field performance for this device.